Manufacturer narrative:
A ge representative evaluated the system and replaced the interconnect cable. System operates as intended.

Event description:
Customer reported intermittent continuous exposure. Intermittent non exposure. No pt injury was reported.